Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were at their managing physician¿s office on (B)(6) 2024 to have their pump refilled and that prior to the appointment they had had an MRI for their leg that was not related to their infusion system or therapy. The patient wasn¿t hearing the pump alarming at the clinic. The patient called today ((B)(6) 2024) stating that their ¿pump had stalled, and they had someone turn it back on but now it¿s stalled again.¿ it was noted that the patient had a hard time remembering and explaining things, so it was unclear what exactly occurred previously. During the call, the patient was able to connect to the pump with their ptm (personal therapy manager) and confirmed there were no active alarms.